Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was placed in a transgastric position to treat a pancreatic walled-off necrosis (won) during a pancreatic cyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was deployed in its intended location and a pigtail-type endoscopic biliary drain was placed. Following the procedure, the patient experienced stomach pain, and computed tomography (CT) imaging was performed. The CT imaging showed that the distal flange of the stent was not inside the cyst. Reportedly, the CT also showed the cyst was adhered to the gastric wall but was not adhered at the location where the axios puncture was made. The complainant reported that the distal flange of the stent was initially placed in the cyst but may have been pulled out of position when deploying the stent from the scope. The stent was removed from the patient surgically, aspiration of the cyst was performed through the fistula created during the stent placement procedure, and the cyst was successfully reduced to 1/10 of its size. The puncture in the stomach wall was closed without suturing and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be fine.